Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 225cc saline catalog: 3501630 lot: 6452702 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation with (right) mentor smooth round moderate profile 200cc and (left) mentor smooth round moderate profile 225cc saline breast prostheses. Right breast prosthesis deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral removal and replacement on (B)(6) 2018 with the following devices: (right) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 7514907 sn: (B)(4) and (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 6919544 sn: (B)(4). In addition, mentor became aware that the patient also experienced left breast capsular contracture; baker grade IV. The complication on the left breast will be reported under mrn: 1645337-2020-07040. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.